Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Device received with unresponsive keypad due to keypad flex connector not plugged in properly. Device passed the keypad voltage test. Unable to perform displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement or self test due to keypad anomaly. Power connector plug in and locked in place properly. No blank display noted during testing. The following were noted during visual inspection: corroded battery tube, cracked case (battery tube), cracked battery tube threads, pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the contacts on battery cap was not missing or damaged. The battery compartment and spring was not damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.